Event description:
It was reported that the user experienced prolonged hypoglycemia with a lowest reported continuous glucose monitor (cgm) value of 43 mg/dl after connecting the infusion set and cartridge without performing the required rewind, which led to unintended insulin delivery from the cartridge while the set was connected to the body. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates, including glucose tablets, juice, and gelatin, with glucose trending upward and recovery without hospitalization. Investigation included troubleshooting and user education regarding proper cartridge handling and the rewind process for infusion set and cartridge changes. Investigation of this case revealed user setup error related to failure to rewind prior to cartridge engagement, resulting in insulin over delivery through the infusion set and cartridge pathway. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.

Manufacturer narrative:
Initial.